Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error 218 occurs. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken, error 218 occurs and therefore no image was displayed. The most probable cause of the complaint was due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's image occasionally disappears during sedation of the lap'scopische fundoplicatie procedure. The same equipment was used to finish the procedure. There were no reports of patient harm.